Event description:
It was reported that the patient underwent a procedure for anterior cervical discectomy at c5-c6 followed by placement of an artificial cervical disc. At the 3 month postoperative follow-up evaluation, the patient reported left upper extremity pain, with an onset two weeks prior to this visit. A cervical CT myelogram was obtained which revealed left neural foraminal narrowing secondary to an osteophyte. The osteophyte was present before surgery as well. The patient underwent a posterior cervical surgery, a laminectomy, at c5-c6 approximately 4 months postoperatively. The outcome of this event is considered pending. Approximately 60 months postoperatively, the patient complained of bilateral neck pain and left trapezius pain radiating from the clavicle to the elbow. The MRI results were unremarkable. The MRI revealed post c5-c6 disc replacement. Otherwise, the MRI was negative. Approximately 61 months postoperatively, the patient was seen by an outside orthopedic surgeon who discussed with the patient the option of removing the cervical disc and doing a fusion. Treatment included pain management. CT results showed that the cervical disc was in good position and that there were was no significant foraminal stenosis seen. The CT also revealed straightening of the normal cervical lordosis, mild kyphotic deformity at c5-c6, bilateral c6 foraminal stenosis (which was greater to the left), and no high-grade canal stenosis or frank disc protrusion with mild midline disc bulging at c8 through the c4 (this finding was unchanged). The orthopedic surgeon¿s interpretation of the CT of the neck was mild mid-line disc protrusion at c3-c4; straightening of the normal cervical lordosis with mild kyphotic deformity at c5-c6; bilateral neuroforaminal stenosis (which appeared moderate to the left, mild to moderate to the right with respect to the right c6 foramen); and ¿unconvertible¿ [uncovertebral] hypertrophy at c5-c6. Approximately 63 months postoperatively, the patient returned to the study site for her 60 month study visit and to obtain a second opinion regarding removing the cervical disc. The investigator reviewed the imaging with the patient and told her that he did not recommend further surgery. Approximately 70 months postoperatively, the patient underwent posterior left c5-c6 hemilaminectomy, c6 nerve root decompression, lateral mass screw fixation bilaterally at c5-c6 with bilateral rod construct using globus posterior cervical instrumentation, and bilateral posterolateral arthrodesis at c5-c6 using osteocel. Intraoperative c-spine x-rays with metallic probe (¿projection c4¿) were performed. Hospitalization was required. Treatment included a referral to an orthopedic surgeon. Approximately 71 months postoperatively, the patient reported no significant neck or arm pain. Left-sided neural foraminal narrowing at c5-c6 causing cervical radiculopathy and degenerative joint disease at c5-c6 causing cervicalgia were reported. Approximately 71 months postoperatively, an orthofix external bone and growth stimulator was applied. Approximately 73 months postoperatively, the patient reported no neck pain, no arm pain, and no issues. This event resolved at approximately 73 months postoperatively. The investigator noted that this event was probably not related to the prosthesis and stated the patient ¿had no benefit with surgery not disc fault ¿ she simply had no benefit.¿ the outcome of this event is considered resolved. Approximately 106 months postoperatively, the patient reported cervical spondylosis, cervicalgia and intermittent cervical radiculopathy. Treatment included referral to an outside pain management center for tests, x-rays, gabapentin and klonopin. Per investigator, pain management notes revealed moderate stenosis at the adjacent level above cervical fusion and a small disk protrusion at c3-c4 with no significant nerve compression. Approximately 107 months postoperatively, the CT myelogram with /without contrast revealed disc protrusion with high central cord flattening c3-c4, disc protrusion c4-c5 without flattening, cervical spine series, stable cervical fusion c5-c6, mild c2-c3 and c6-7 disc disease. Approximately 108 months postoperatively, the investigator noted there was no motion at the c5-c6 levels, artificial disc in appropriate position without failure. At the 120 month postoperative evaluation, the event was ongoing. The investigator noted that this event was probably not related to the prosthesis as hardware was intact with no component failure or nerve compression. The outcome of this event is considered pending.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.